Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that he aborted laser assisted cataract surgery due to (oct) optical coherence tomography images being shifted downward. The procedure was completed manually without further complication. Additional information has been requested.

Manufacturer narrative:
The field service engineer (fse) went on site and evaluated the system due to the reported event. No system issues related to the reported event was found during the visit. As preventative measures, the fse verified reference arm signal and optical coherence tomography system settings. System was found to meet specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated surgery was performed on the right eye.